Event description:
It was reported that a shaft break occurred. While outside the patient and during preparation of a percutaneous coronary intervention (pci), an nc emerge balloon was opened and it was noticed that a shaft break occurred. The procedure was completed and no patient complications were reported in relation to this event. It was further reported that the shaft was broken on removal from undamaged packaging. The shaft was broken approximately 30cm from the hub. The procedure was completed with another of the same device. The event occurred outside the patient during preparation. No patient complications resulted in relation to this event and the patient was reported o be stable.

Event description:
It was reported that a shaft break occurred. While outside the patient and during preparation of a percutaneous coronary intervention (pci), an nc emerge balloon was opened and it was noticed that a shaft break occurred. The procedure was completed and no patient complications were reported in relation to this event.